Event description:
It was reported that the right ventricular (rv) lead was capped and replaced due to high thresholds. It was also reported that during the left ventricular (lv) lead implant, the guide wire got stuck in the lead. The lv was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).